Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior bowel procedure, the blue ancillary trocar did not seat into the anvil of the device easily. They had to force it to be seated and when they went to the remove it, they had difficulty in removing. The device was used to complete the procedure. There was no patient impact. The device was discarded.